Event description:
It was reported that bd gravity set was under infusing. The following information was received by the initial reporter with the verbatim: clinician experienced: lentitud filtro - slow filter purgado lento a mi patecer al ppasar por el filtro - slow draining in my opinion when passing through the filter no interruption of therapy.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1: initial reporter facility - (B)(6) hospital. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.